Manufacturer narrative:
Fields a3a, a5, and b7 were updated. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: at the time the bleeding occurred, the surgeon was performing a nerve bundle release at the apex of the prostate before the urethral transection. It was unknown which tissue was damaged due to this event. The bleeding did not occur due to an intuitive product, nor due to the unexpected movement of an intuitive product. Anatomical factors did cause or contribute to the bleeding, as the patient had a significant amount of adipose tissue. The surgeon had a difficult time working around the fat tissue. It was unknown how much blood was lost or if a blood transfusion was administered due to this event. To control the bleeding, the procedure was converted to traditional laparoscopic surgery. There was no serious deterioration nor clinical instability during the time it took to convert the procedure to laparoscopy. The bleeding was not believed to be related to an intuitive instrument. The surgeon anticipated this risk due to the patient's body mass index. No further complications occurred. The surgeon's laparoscopic technique did not have an effect on the patient's health. The surgeon has no concerns regarding long-term complications for this patient as a result of this issue. It was unknown if the patient experienced any post-operative complications; however, the patient is currently healthy/recovered. The da vinci system, instruments, and accessories were inspected prior to use, and no damage nor anything out of the ordinary was observed. The procedure was successfully completed via traditional laparoscopic surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the surgeon elected to convert the procedure to traditional laparoscopic surgery as a result of uncontrolled bleeding. The cause and severity of the bleeding are currently unknown.

Event description:
It was reported that a da vinci-assisted prostatectomy procedure was converted to a traditional laparoscopic procedure due to bleeding that could not be controlled. As a result of the presence of a "large amount of adipose tissue," the source of the bleeding could not be located robotically. The cause and severity of the bleeding are currently unknown. Intuitive surgical, inc. (Isi) has attempted to follow-up with the customer to obtain additional information. However, no further details have been received as of the date of this report.